Manufacturer narrative:
Were several affected lots including 4037744, 4034016 and 3977457 with the majority being 4037744. However, the number of affected items per lot was not noted.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported the unit was leaking from the bladder. The reported incident occurred after filling and post compounding visual inspection. There was no patient involved and no adverse effect was noted.

Manufacturer narrative:
Other, other text: 25 cadd cassette reservoirs were returned for the evaluation of a leaking problem. All the returned units were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination and no damages or other workmanship defects were detected. A functional test was performed where a syringe was used to infuse water into the cassette bag. Leaks were detected in seven samples between the tube and the bag. Root cause was determined to be a manufacturing issue.